Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model: sc-8336-70, serial: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient passed away due to an unknown reason.

Manufacturer narrative:
Additional information was received that no further information will be obtained. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient passed away due to an unknown reason.